Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that black plastic tip of the impactor broke during the shoulder surgery. There was no harm or impact to the patient as a result of the malfunction. No delay occurred during the surgery. No other additional information was provided.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint is confirmed based on the evaluation of the returned device. Visual inspection of the devices shows the black tip of the device fractured and the fractured portion remained assembled to the handle thread and indicates normal use. Review of the device history records identified no deviations or anomalies. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.